Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor failed an incoming testing. The cause for the failure was isolated to the excessive physical damage to the defibrillator pca and multiple components on the computer/analog board. The root cause for the damaged components was excessive force.. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.